Event description:
It was reported that during a meniscal repair, six darts from this lot broke off half way during insertion into the mid region. The broken tips remain in the patient, however, no adverse consequences have been reported from this event. This is the second of two reports being submitted for this incident. This device is used for treatment.

Manufacturer narrative:
The implants were not returned and the customer's complaint could not be verified. Device history revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of this event could not be determined from the information available without device evaluation.